Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Three and a half months later, it was discovered the patient was experiencing a proximal type I endoleak. The following month, a re-intervention took place and an aortic extender component was implanted proximally and resolved the type I endoleak. The patient was reported to be doing well.